Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated: "before use,it was found that there was red foreign matter in the shield."

Manufacturer narrative:
H6 investigation: bd received one (1) sample and one (1) photo from the customer for investigation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. The most likely root cause is the buildup of excess plastic (ldpe) in the shield airvey which broke free and found its way onto a cap and was assembled thru the dials/pick & place/evacuator/tulip/acp. Further processing of the product occurred as a result of inadequate purging of the line. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text: see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated: "before use,it was found that there was red foreign matter in the shield."